Event description:
Boston scientific became aware of an event in which a crack was noted at the tip of the subject device prior to opening the pouch. No damage was noticed with the box. No complications were reported to have occurred with the pt as a result of this event.